Event description:
It was reported that noise was observed on the lead and resulted in inappropriate therapy. Noise was not reproducible. However, the lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.